Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the center of the mattress cover exposing the inside of the top cover of the mattress. There is no lot number to this mattress. A new mattress was delivered to the facility on 07/30/2014. This problem has been assigned to CAPA (B)(6), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer sent an email stating they had a mattress delaminated.